Event description:
Device report from the united kingdom reports an event as follows: it was reported that in may of 2023 a veterinary procedure was performed on a dog who had a right tplo. The procedure was completed with no complications and post-operative radiographs did not show any issues. 12 days after the original procedure, the owner informed the surgeon that the dog was still not weight-bearing. The dog returned 8 weeks after the original surgery for follow up. The dog presented with pain around the proximal tibia and right pelvic limb lameness. Radiographs revealed mild rock back of the proximal fragment, fracture of the fibula, collapse of the lateral cortex of the tibia, and breakage of at least 2 of the 4 screws in the proximal fragment. On (B)(6) 2023, a revision procedure was performed to remove the implants. Intra-operative examination revealed that all 4 screws in the proximal fragment, 2 screws at the screw/plate interface, and 2 screws within the proximal tibial metaphysis had all failed. The screws at the screw/plate interface were fully removed, but the two screws broken within the tibia could not be. The screws in the distal fragment and the tplo plate were all normal. The revision procedure of implant removal and re-stabilization was completed successfully. No further information is available. This report is for an unk - screw: locking: trauma. This is report 2 of 9 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: event occurred on an unknown date in 2023. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is an unknown date in may of 2023. E1: initial reporter phone: (B)(6). H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.